Event description:
A patient reported a hakim valve was implanted via unknown shunt on an unknown date, and unknown setting. A few years after the operation, the distal catheter came out of the valve, the catheter has fallen into the abdomen. When the patient complained of abdominal pain, the patient visited a clinic and it was confirmed that the distal catheter had fallen off by x-ray. No additional information is available.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (ID unknown) was not returned for evaluation (as per customer, product not available). Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to lose ligature or increased strain on the catheter due to insufficient length. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.